Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported faults on the system and message to restart. Site had restarted several times with no change, site was getting 319 error on the universal surgical manipulator (usm) 3. The tse had site do a hard restart of patient side cart (psc) and system faulted again with 32126 and 307s on armnet 3. The procedure was aborted to another dv system.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the distal set up joint (dsuj) and the universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The dsuj and usm 3 was analyzed and found to have communication errors. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the failure is not determinable or applicable at this time due to various factors that complicate identification, such as residue or contamination on the component, damage during use or reprocessing, or potential defects in the pcb or other faulty components. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.